Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received during use of a smiths medical portex soft seal tracheal tube an air leak occurred. So, the customer "clamped the inflation line, and the product got back to functioning normally". No adverse effects were reported.